Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A070503: low battery a110201: not able to take an x-ray d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000524, serial/lot #: (B)(6) & se10450237, product ID: bi71000093, serial/lot #: (B)(6) rev. 3, product ID: bi71000489, serial/lot #: (B)(6) rev. 7, product ID: bi71000125, serial/lot #: (B)(6) rev. 2, product ID: bi71000126, serial/lot #: (B)(6) rev. 1, f1908: delay of less than one hour f26: no patient impact g02002: battery g02027: power board. G2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned battery charger was analyzed. It failed visual inspection. A component was electrically overstressed. Bench test could not be performed. Codes b01, c02, and d02 are applicable. H3, h6: the returned battery (product ID bi71000125) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned battery (product ID bi71000126) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned power board was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned pcba system control was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that during the second examination when attempting to perform a fluoroscopy the low battery message was displayed. The site was not able to take an x-ray. After some time, fluoroscopy became available and 3d imaging was possible. There was a surgical delay of less than one hour. There was no impact on patient outcome.